Event description:
A theatre sister reported that during intraocular lens (iol) implant surgery, it was noted that the haptic was sitting on top of the lens. The lens was removed and replaced with difficulty and the surgery lasted about half an hr longer than normal. An enlarged incision was necessary to remove the lens and one suture was required. At a f/u visit, the pt presented with increased intraocular pressure and corneal haze. The theatre sister reported the same event occurred twice on the same day with two different pts. She reported the lenses were loaded by two different nurses. Add'l info has been requested. There are four medical device reports associated with this event. This report is for the second pt, first lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).